Manufacturer narrative:
Concomitant medical products: product ID 8835, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was originally received on 11/24/2015 indicating the catheter spinal segment was replaced due to granuloma. The catheter portion was returned to the manufacturer on 12/1/2015. The drug in the patient's pump was not specified at that time. On (B)(6) 2015 it was reported via the product surveillance registry (psr) that the patient was receiving intrathecal compounded baclofen. Specifically, the pump contained intrathecal compounded baclofen 300.0mcg/ml, 109.97mcg/day; intrathecal dilaudid 1.5mg/ml, 0.5498mg/day; intrathecal bupivacaine 30.0mg/ml, 10.997mg/day; intrathecal clonidine 200.0mcg/ml, 73.31mcg/day; simple continuous infusion for non-malignant pain. Patient activated dosing was enabled at 52% of the daily dose. The patient's medical history includes failed back surgery syndrome. The patient had experienced new radicular pain following a catheter revision on (B)(6) 2015. The programming date and time from the most recent refill prior to the event were (B)(6) 2015 and 10:53 respectively. The radicular pain consisted of a burning pain from the waist to lower extremities reported by the patient on 6/30/2015; a medrol dose pack was administered. On (B)(6) 2015 the daily doses of the pump medications were increased by 27% to the following: intrathecal baclofen 140.15mcg/day; intrathecal dilaudid 0.7007mg/day; intrathecal bupivacaine 14.015mg/day; intrathecal clonidine 93.43mcg/day, with the patient activated dosing set to 67% of daily dose. The following single bolus was also administered over two minutes: baclofen 6.00mcg; dilaudid 0.0300mg; bupivacaine 0.600mg; clonidine 4.00mcg. The patient also received a lumbar epidural steroid injection on (B)(6) 2015. A burning pain radiating from the upper chest to thoracic spine, lumbar spine, and lower extremities reported to psr by the patient on (B)(6) 2015; nortriptyline was administered. Another lumbar epidural steroid injection was administered on (B)(6) 2015 due to poor pain control reported by the patient on (B)(6) 2015. The daily dose was further increased on (B)(6) 2015 by 21% to: intrathecal baclofen 170.21mcg/day; intrathecal dilaudid 0.8510mg/day; intrathecal bupivacaine 17.021mg/day; intrathecal clonidine 113.47mcg/day with patient activated dosing at 55% of the daily dose. A lack of pain relief with patient therapy manager (ptm) activations was reported on 9/24/2015 and the pump was reprogrammed with an 18% increase to a daily dose of the following: intrathecal baclofen 200.41mcg/day; intrathecal dilaudid 1.0021mg/day; intrathecal bupivacaine 20.041mg/day; intrathecal clonidine 133.61mcg/day. The patient activated dosing was set to 49% of daily dose. An MRI of the cervical and thoracic spine without contrast was performed on (B)(6) 2015 which was unremarkable. On (B)(6) 2015 the patient underwent surgical intervention to reposition the catheter tip in an effort to increase pain relief at which time an inflammatory mass was suspected (via dye study). The catheter was spliced with the existing spinal segment tied off. The event of loss of therapeutic relief/poor pain control was considered related to the device/therapy and not related to the implant procedure. The event of the inflammatory mass was considered related to the implant procedure and not the device/therapy. It was considered possibly related to the drugs in the pump. As of (B)(6) 2015 the event was considered to have resolved without sequelae.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated an inflammatory mass was observed during the surgical revision on (B)(6) 2015. The clinical diagnosis was updated to lack of therapeutic relief secondary to inflammatory mass. The etiology of the event was noted as possibly related to the drugs hydromorphone, bupivacaine, clonidine, and baclofen with no change in drug being the drug action that caused the event.

Manufacturer narrative:
Analysis of the catheter anchor was damaged at explant.

Event description:
Additional information received from a healthcare provider via a clinical study. It was reported that the clinical diagnosis was ide ntified as: "possible inflammatory mass." It was noted that the relationship of the event to the implant procedure was noted as related: incisional site/device tract: catheter tract.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. It was reported that the patient reported burning pain from the waist to lower extremities that worsened following a clinician administered bolus on (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on (B)(6) 2018. The patient's weight was provided.